Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "forward firing" at 7,053 joules. A second fiber was used to complete the case. Pt outcome: "no injury to the pt".

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.